Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the delivery catheter tip was wrinkled. There was no reported device use or patient involvement. Another emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that there was a break at the filtration element support structure frame. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and break to the filter support structure frame preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.